Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during a regular follow-up, this left ventricular (lv) lead exhibited loss of capture and high out of range impedances greater than 2000 ohms. The patient was scheduled for a lead extraction. During the procedure, insulation damage in the clavicular region was visible via fluoroscopy. This lv lead was explanted and replaced. No additional adverse patient effects were reported.